Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was intermittently charging despite the attempt of multiple usb cables and power sources. It was confirmed that the charging supplies were able to successfully charge another device. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump as insulin therapy and declined a replacement pump.